Manufacturer narrative:
The evaluation confirmed the device not communicating with the display due to faulty patient board set. Additionally, moisture invasion on front panel was found and device software was at version 3.01 when version 4.10 was most current version available. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the device is not communicating with the display. There was no harm or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was due to design. On april 16, 2018, there was a design change implemented to the printed circuit board (dr board). Countermeasure products have been shipped after june 14, 2018. The subject device was manufactured before the design change. Olympus will continue to monitor field performance for this device.